Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as the lot number of the device is currently unknown. D10: concomitant medical products: desc: ncb screw 5.0 l = 55; item: 02.03150.055; lot: unknown. Desc: ncb locking cap (x11); item: 02.03150.300; lot: unknown. Desc: ncb screw 5.0 l = 34; item: 02.03150.034; lot: unknown. Desc: ncb screw 5.0 l = 36; item: 02.03150.036; lot: unknown. Desc: ncb scr d 4.0 self-tapping 55 (x2); item: 02.03155.055; lot: unknown. Desc: ncb screw 5.0 l = 40; item: 02.03150.040; lot: unknown. Desc: ncb screw 5.0 l = 30; item: 02.03150.030; lot: unknown. Desc: ncb screw 5.0 l = 48; item: 02.03150.048; lot: unknown. Desc: ncb screw 5.0 l = 46; item: 02.03150.046; lot: unknown. Desc: ncb screw 5.0 l = 44 (x2); item: 02.03150.044; lot: unknown. G2: foreign - event occurred in austria. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial semi-open reduction internal fixation of a right periprosthetic femur fracture. Subsequently, approximately 1 month, 18 days post primary surgery, the patient experienced a ¿bang in the leg¿, and a fracture of the trauma plate was identified. The patient was revised to a longer plate and screw to replace the broken plate. No further information has been provided at this time. Attempts have been made and no further information has been provided.